Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a procedure performed on (B) (6) 2009. According to the complainant, after the procedure, the patient presented with drainage from the right suprapubic incision site in (B) (6) of 2009. The patient was treated with three courses of antibiotics. Several months post procedure, the patient presented with redness at one of the suprapubic incision sites. The incision was evaluated and a CT scan and a retrograde cystogram were performed. The patient was diagnosed with an enterocutaneous fistula. On (B) (6) 2010 an excision of the right arm of the sling was performed, as well as a resection and reanastomosis of the involved small bowel. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a procedure performed on (B)(6), 2009. According to the complainant, after the procedure, the patient presented with drainage from the right suprapubic incision site in (B)(6) of 2009. The patient was treated with three courses of antibiotics. Several months post procedure, the patient presented with redness at one of the suprapubic incision sites. The incision was evaluated and a CT scan and a retrograde cystogram were performed. The patient was diagnosed with an enterocutaneous fistula. On (B)(6), 2010 an excision of the right arm of the sling was performed, as well as a resection and reanastomosis of the involved small bowel. The patient's condition at the conclusion of the procedure was reported to be "stable".